Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection noted that it was received with a total parenteral nutrition bag, baxter extension set, and a non-baxter luer activated device connected to it. A simulated use test was then performed in which the device (clearlink buretrol solution set) was disconnected from the setup, connected to an in-house solution bag, reprimed, and observed for issues; the device primed and flowed normally with no backflow noted. The reported condition was unable to be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unknown medication was backing up into the clearlink buretrol solution set. This occurred during infusion in the neonatal intensive care unit (nicu). The device was connected to a sigma spectrum pump, and was infusing hyperal total parenteral nutrition (tpn). The device was connected to an extension set infusing intralipids using a non-baxter syringe pump. It was reported that the syringe pump alarmed occlusion and intralipids from the extension set began backing up into the buretrol set. The reporter stated that the dressing was removed and line was attempted to be flushed, but the nurse was unable to draw or flush the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact age of the patient is unknown, however, it was reported to have occurred in the neonatal intensive care unit. (B)(4). The device is reported to be available for evaluation. Should the device be returned or additional relevant information become available, a supplemental report will be submitted.